Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown vanguard tibial tray. Unknown vanguard tibial bearing. Unknown vanguard patella. G2 - report source - foreign: the event occurred in pakistan. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2024-00106, 0001825034-2024-00107, and 0001825034-2024-00108. H3 other text : investigation incomplete.

Event description:
It was reported that the patient is being considered for a left knee arthroplasty revision to address pain post-operatively. No further intervention has been reported to date. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - proposed code is mechanical (g04) - femur. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A2: patient age in 2021 was 62 years. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that approximately 2.5 years post implantation. The patient, had presented to the clinic with left knee pain. Subsequently, the examining physician recommended revision of the left knee, due to instability, presumed loosening and mcl insufficiency. The patient has deferred surgery at this time. And there is no reported plan of future revision. No additional information is available.